Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the system controller (serial number: (B)(4)) was returned for evaluation following the pump being exchanged due to pump stops. The reported pump stops are addressed via the pump investigation (captured under MFR. Report # 2916596-2021-00965). The submitted log file contained approximately 1.5 days of data (day 349, hour 23, minute 57 ¿ day 351, hour 10, minute 35 per the timestamp). The log file captured pump off, low flow hazard, and low speed hazard/advisory alarms on day 350, hour 7, minute 19, and low speed advisory/hazard alarms on day 350, hour 17, minute 3 while connected to the power module; these events are addressed via the pump investigation. The log file downloaded from the returned controller (16030938) contained approximately 19 hours of data (day 375, hour 15, minute 49 - day 376, hour 10, minute 35). No notable alarms were captured in the log file. The controller was shut down on day 376, hour 10, minute 35 due to the pump/controller exchange. The log file did not capture the driveline or power cables being disconnected prior to the controller shut down; this is consistent with the driveline being severed before it was disconnected during explant, resulting in the controller shutting down. The pump maintained a speed above the low speed limit prior to the pump explant. The returned system controller was connected to a test power module and system monitor and the controller did not turn on. Evaluation of the main printed circuit board (pcb) revealed several open fuses, which is indicative of the driveline being severed before being disconnected from the controller during the explant of the pump. The damaged components on the controller were replaced and the issue resolved. After replacing the components, the returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The returned controller functioned as intended after replacing the damaged components. There were no reported issues with the system controller. The reported pump stops could not be correlated to an issue with the system controller. Incidental findings: black power cable connector had a broken strain relief heartmate ii lvas patient handbook (rev. D) under ¿the system controller¿ and ¿display module¿ and heartmate ii lvas operating manual (rev. F) under section 8 ¿system controller¿ cover all alarms (visual and audible), including the pump off, low flow, low voltage advisory/hazard, low speed alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas instructions for use (rev. D) section 18.0, entitled ¿explanting the lvad¿, describes the proper steps in order to explant the lvad from a patient, including cutting the percutaneous lead after it has been disconnected from the system controller. Important warnings related to pump stops are described in heartmate ii lvas patient handbook (rev. D) under ¿important warnings¿ and ¿replacing system controllers¿ and in heartmate ii lvas operating manual (rev. F) under section 4 ¿warnings and precautions¿. Heartmate ii lvas patient handbook (rev. D) under "caring for the system controller power leads" and under ¿cleaning batteries and clips¿, and heartmate ii lvas operating manual (rev. F) under section 15.0 ¿periodic inspection, cleaning, & maintenance¿ provides guidelines for the periodic inspection and cleaning of the system controller, 14v batteries, and battery clips. Heartmate ii lvas operating manual (rev. F) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 30sep2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was hospitalized for pneumonia and a pump stop was recorded in the log history of the patient's system monitor. The pump stop was reproduced when the system monitor was connected to the hospital's power module. Log file review showed 3 pump stops and 7 low speed advisories. The event was linked to driveline damage and occurs only when the pump was connected to the power module. It was recommended to keep pump connected to batteries and place patient on unshielded patient cable. Driveline x-rays were requested. Furthermore, there were low battery advisories due to poor connection between the batteries and battery clips. The battery clips were exchanged which resolved the alarms. Pump was exchanged on (B)(6) 2021. Related MFR. Report # 2916596-2021-00965.